Event description:
Procedure: low anterior resection. According to the reporter: the stapler misfired. It did not engage when attempting to divide the rectum. The procedure was converted to a laparotomy and the rectum was divided with a ta stapler.